Event description:
Coil tracked into artery, upon attempt to retract, the coil detached from the delivery system. One loop of coil now resides in the artery the rest in the sac of the aneurysm. Additional stent required in the artery to tack the coil to the wall of the vessel to maintain patency of the artery.